Event description:
Four years ago, an infection developed in the implant area. According to the family's report, the infection was drained with a small incision. No infection was observed for a long time. In (B)(6) 2024, the infection was observed again. The infection was drained intermittently with a syringe and treated with antibiotics. However, since the infection could not be cured for a long time, a decision was made for re-implantation. Moreover, the surgical incision line was not intact at explantation. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device re-implanted due to recurrent infection over the implant area. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Given this and the timing of the infection, the device does not appear to be the source of the infection. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. This is a final report.

Event description:
Four years ago, an infection developed in the implant area. According to the family's report, the infection was drained with a small incision. No infection was observed for a long time. In (B)(6) 2024, the infection was observed again. The infection was drained intermittently with a syringe and treated with antibiotics. However, since the infection could not be cured for a long time, a decision was made for re-implantation. Moreover, the surgical incision line was not intact at explantation. The recipient has been re-implanted.